Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the power adapter that connects to the display for the central nurse's station (cns) failed. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Failure of the power supply for the cns monitor would indicate hardware failure or cable damage. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. Cable damage can occur as a result of physical damage or wear and tear. Physical damage can occur to cables if they are bent and tugged on with excessive force resulting in internal wires breaking. Frequent pulling and bending of the cable can also cause wires to separate. The device was installed on 06/2015 with no history of previous display power supply issues. Due to the age of the device, wear and tear of the motherboard and graphics card is likely to have occurred. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following field contains no information (ni), as attempts to obtain information were made, but not provided. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns, but the serial numbers were not provided. Telemetry transmitters: model: zm-531pa sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the power adapter that connects to the display for the central nurse's station (cns) failed. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the power adapter to the central nurse's station (cns) display failed. They are requesting procedural assistance to move patients from this display to another working display. Nihon kohden technical support (tech support) walked him through changing the screen composition on working display from 8 patients to 16 patients. They are monitoring 9 patients in ICU with tele packs. No missed alarms. He has no spare monitors that support 1920x1200 resolution. He requested part numbers for power adapter and elo touch screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the power adapter to the central nurse's station (cns) display failed. They are requesting procedural assistance to move patients from this display to another working display. Nihon kohden technical support (tech support) walked him through changing the screen composition on working display from 8 patients to 16 patients. They are monitoring 9 patients in ICU with tele packs. No missed alarms. He has no spare monitors that support 1920x1200 resolution. He requested part numbers for power adapter and elo touch screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter model: zm-531pa sn: ni, telemetry transmitter model: zm-531pa sn: ni, telemetry transmitter model: zm-531pa sn: ni, telemetry transmitter model: zm-531pa sn: ni.